Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into that arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, after the sensor failed, the patient was driving their car and became hypoglycemic. The patient had to pull up on the side of the roads. The patient was dragged out of the car by police officers who thought he was drunk. The patient had bruises and was incoherent. The police officers called the emergencies and when a fingerstick was taken the blood glucose reading was 1.7 mmol/l. No specific treatment was reported, and it was stated that the patient did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. A review of performance data shows that the patient experienced a sensor failure on (B)(6) 2026, the second day of his sensor session. The last estimated glucose value the patient received prior to the failure was a reading of 156 mg/dl (8.7 mmol/l) at 12:51 pm. From 12:56 pm to 1:36 pm, the cgm exhibited brief sensor issue and the sensor then failed at 1:41 pm. The app delivered a sensor failed alert at partial volume which was acknowledged immediately at 1:41 pm. A new session was started the following day. The reported complaint was confirmed. The root cause of the sensor failure was determined to be very low count aberration. No additional patient or event information is available.